Event description:
Info provided states that a tibia lengthener was placed in the pt's right femur on (B)(6) 2011. The lengthener had distracted as intended. The lengthener broke in situ on (B)(6) 2012. The lengthener was removed replaced with a standard im nail.